Event description:
It was reported that an 81-year-old asian female patient underwent a breast augmentation revision surgery with 250cc mentor memorygel breast implants. Post-operatively, the patient experienced a late onset seroma of the left breast, which was addressed with a surgical intervention. The seroma was drained via aspiration. The patient then experienced bilateral baker grade iii capsular contracture and bilateral implant rupture, which were confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. This report is for the right implant. Refer to manufacturing report number 1645337-2022-14024 for the contralateral event.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had two (2) areas of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears (a and b) within each area of siltex cracking, measuring approximately 0.3 cm and 0.2 cm respectively. The evaluation determined that the cause of the ruptures is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).